Event description:
The patient reported that there was difficulty maintaining device settings. The patient has seen the doctors twice to have it adjusted, but the same symptoms keep coming back. It was also reported that the patient questioned if the device had a recall, since there was "trouble with it." The patient indicated seeing a "blue arc at times" and if it could be caused from static electricity at work. The patient has been working with the doctor. The device remains in use. No further patient complications were reported as a result of this event.

Event description:
The patient reported that there was difficulty maintaining device settings. The patient has seen the doctors twice to have it adjusted, but the same symptoms keep coming back. The device remains in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.